Event description:
It was reported that during an open colectomy, the device was locked out at the 1st stroke of the 1st firing. The cartridge was blue. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) = one piece sled, pawl pin, release button post. Additional information was requested and the following was obtained: did the device cut? No. Did the device staple? No. Was the device difficult to remove from the tissue? No. If so please explain. According to the sales rep, there was a possibility that the cartridge was misloaded. The analysis results found that one sc60 device was returned with the closing and firing mechanisms damaged making the device non functional. An ecr60b cartridge reload was present. The cartridge reload was received unfired and with the one piece sled broken in the area that interacts with the knife, making the reload non-functional. The device and cartridge could not be tested for functionality due to their condition. The device was disassembled to examine the internal components and the release button post was broken. In addition, the pin pawl was noted to be not properly flared, causing the firing mechanism not to properly operate. While there is not enough evidence to conclude what caused the left side release button post to break or the pawl pin not to be properly flared, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).